Event description:
Information was received from a patient (pt) regarding an external device. Patient's voice was cutting in and out at times during the call. The reason for call was patient reported for the "last couple of weeks" that they were struggling charging their implant and no device found message kept displaying on their controller screen when trying to recharge the ins. Agent had the patient to plug the recharger to the controller and tried to connect to implant; patient mentioned they would spin on "looking for device." Patient had no device found message. Agent had the patient to press "recharge" to start passive recharge mode. Patient mentioned that he could see numbers previously in the 80s and 90s but they'd always change; on the call patient reported seeing 70 for the low and middle fluctuated from 87 to 93 and ended on 0-93-94 prior to placing the call on hold. Patient confirmed seeing green flashing light on the controller. Patient mentioned they kept trying this process and had done it about 10 times; finally got the ins to charge at some point but didn't seem to be connecting to or recharging the ins properly. Agent educated that ins battery is likely low, the screen will change during this process which takes around 10 minutes to progress to battery screen, and the number represents the connection strength. Agent had the patient monitor the recharging process; instructed patient not to touch any buttons on the screen and agent placed the call on hold however the caller got disconnected. Agent called the patient back patient was unavailable. Agent left voicemail to call patient services back.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called to express patient's frustration that he can't get anywhere with pats, that patient continues to have issue with recharging. Ts processed recharger replacement. Patient to call back if replacement didn't resolve his issue.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.